Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a leaking cartridge with visible purplish fluid in the cartridge, which led to hyperglycemia above 400 mg/dl and interruption of insulin delivery; the user disconnected from the ilet, took a manual insulin injection per clinician instruction, and later resumed therapy after a guided supply change, with the leaking later attributed to the infusion set rather than the ilet. Symptoms included hyperglycemia without ketosis or acute complications. Outcomes included temporary use of backup therapy, no need for professional medical intervention, and no hospitalization. Investigation included collection of the implicated hardware for evaluation and review of handling steps, with confirmation that proper loading and infusion set steps were followed and that cgm pairing issues were separate and attributable to the cgm. Investigation of this case revealed leakage at the infusion set interface consistent with an infusion set issue, while no ilet alarms were reported and no immediate ilet malfunction was confirmed during troubleshooting. It was concluded, based on previously established findings for similar reports, that the most probable cause was an infusion set failure leading to loss of insulin delivery.